Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that customer experienced high blood glucose level of 509 mg/dl. The customer was treated with a manual injection because blood glucose was not coming down with the device. The father states that they were at the beach when the incident happened and customer was in and out of ocean water. Father states that customer's blood glucose went to 78 mg/dl and gave a snack. On the way home they noticed set was loose and so they changed the set when they got home. Customer complains about pain at site. Customer declined to troubleshoot for high readings. Customer was advised to change the infusion set because customer should not feel pain. No products will be returned for analysis.